Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: device alarmed with "panel connection loss". Failure did not occur during ventilation.